Event description:
The patient was undergoing a intramedullary fixation of the left femoral neck fracture. While the doctor was using a tfn (titanium trochanteric fixation nail system) reamer, the tip of the reamer broke. Two pieces were removed. The broken reamer was replaced with a new one and the procedure continued with no adverse outcome to the patient. The broken reamer was terminally cleaned and given to the synthes sales representative after the procedure.